Event description:
During a laparoscopic appendectomy case with doctor he inserted a grasper into the port and a piece of the grasper broke off inside of the patient. Doctor was able to use a different piece of equipment to retrieve the broken piece. The broken equipment was sent to central reprocessing.